Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Event description:
The customer observed discrepant sodium results on the architect c8000 analyzer. There was no impact to patient management reported. The following data was provided: sample 1 = 118, sample 2 = 162 mmol/l, which didn't match clinical symptoms or repeat data. No further patient details or additional data were provided.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The field service technician replaced the following parts as they were determined to be dirty/contaminated:tbg, ict valve nc-ict module, part number 7-93269-01 (ict aspiration tubing) and the cuvette drying tip, list number 09d51-01. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.